Event description:
It was reported the pt's device showed impedances of <250 ohms. It was stated "electrodes 8 and 9 were used in this program and were <50 ohms." The possibility of a short circuit was discussed. The pt's device was subsequently replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.